Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2240 alarm was confirmed to be caused by a use error based on customer contact. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted throughtier I (B)(4) and tier ii (B)(4).

Event description:
A nurse contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display. The technical service representative (tsr) had the nurse press stop and reviewed the alarm log. The tsr asked the nurse the troubleshooting questions and explained the alarm to the nurse. The tsr explained it is recommenced to start over with all new supplies. The nurse cleared the alarms by cycling the power. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the nurse said that she just saw the home patient (hp) yesterday and her therapy was going really well. The nurse said that the alarm occurred during a mid day exchange and they eventually were able to determine that the hp disconnected from without stopping therapy. The nurse said they addressed the user error. No patient injury or medical intervention was reported.